Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device evaluation. Three devices were received for evaluation. Two unused samples were sent to abbott (B)(4) for evaluation. One used device was evaluated at terumo medical corporation in (B)(4). One each of the following 6f angio-seal evolution components were received at (B)(4): hemostasis sheath and carrier tube assembly. The pouch/temperature indicator was also returned. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The sheath was bent in a u-shaped curve. The compaction tube was bent in a u shape. The compaction marker was not exposed. A 2.75" of compaction tube exited the carrier tube. A 0.5" of carrier tube exited the sheath. A 1" of suture exited the compaction tube. The carrier tube had been kinked at 0.8" from distal end. Collagen was visible at the distal end of the compaction tube. The overall device condition was consistent with partial deployment. The suture was then grasped and pulled distally in which a 22.4" of suture came loose. The handle halves were separated and the gearbox assembly visually inspected. The rack was located approximately 0.4" from distal movement stop. No suture remained within the device, and there was no indication of a suture break. The gears were rotated in both directions; the compaction tube would advance, but not retract, consistent with detachment from the rack. No other functional anomalies were noted. The overall returned device is consistent with partial deployment. The exact cause of this event cannot be determined based on this sample. Two unused samples of 6f angio-seal evolution, reorder number c610134, batch 5847918, were sent for manufacturing analysis. Deployment testing was performed on the two devices, and one device was found to have a front of marker force of 4.75 lbs, above the maximum requirement of 4.5 lbs. The results of the investigation confirmed the complaint mode of resistance during drawback to be manufacturing/design related. While the root cause could not be conclusively determined after deployment, the likely root cause was suture stake fm. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. See MDR 2243441-2017-00014 for the first device reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported withdrawal difficulty with the involved angio-seal device. The following information was provided by the user facility: when drawing back on the evolution, resistance has been reported; they said lately that they are feeling more resistance, and on one occasion, the entire device, plug and anchor came out; the closure failed; and no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. Based on the additional information received, this event is being reported as an adverse event which required intervention.

Event description:
Additional information received on may 8, 2017. Anchor and plug pulled out. Nothing was left in the patient. Manual compression applied. Additional information received on may 9, 2017. The entire device came out.